Event description:
It was reported on a facility medwatch that a death occurred following a rotational atherectomy procedure. The target lesion was 90% stenosed, severely calcified and located in a tortuous mid left anterior descending artery (lad). The pt's family had previoulsy declined surgery. Following predilation with a 2.5 x 8mm balloon, the 1.5mm burr was advanced and run at 145,000 rpms for 13 seconds before becoming lodged in the calcified lesion. There were several unsuccessful attempts to remove the burr, during which distal flow was interrupted and the pt experienced chest pain. Because a surgical room was not immediately available, and the pt had some positive enzymes, surgery was put on hold to let the pt "stabilize." Surgery was performed three days later, where it was determined that bypass was necessary to fully remove the burr. Pt "seemed fine" for a couple of days postoperatively, and then experienced respiratory failure and slow cardiac failure. The pt's family declined further invervention. The pt expired 8 days post-operatively. Cause of death was reported as mi, distal to artery.

Manufacturer narrative:
No portion of the device has been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.